Event description:
Right marked bleed/incipient rupture. A 36 yr old white g0 female status post bilateral subglandular dow corning right 235, left 130cc for augmentation. 5-81 decreased size, no history of trauma. Positive deforming rheumatoid arthritis diagnosed in 1986. Pt has multiple systemic complaints of: arthritis, fatigue, skyner's, headaches, fevers, neurocognitive problems, etc...on prednisone and plaquenil. Positive bilateral iii contractures etc...mammogram within normal limits except left irregular. Upon surgery 5-11-93, positive marked right bleed & thin capsule with fibrous "histo".